Event description:
Additional information was received that a post-paced t-wave oversensing (pptwo) due to fusion occurred.

Event description:
During a remote follow up, episodes of oversensing were observed on the device. Technical support contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.